Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to have a magnet implanted on the existing fixture.